Manufacturer narrative:
E1: establishment name exceeded the character limit. The full name is: (B)(6). The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the front panel of the light source was flickering. The issue occurred, during reprocessing. There were no delay, injury or death. The patient was not under anesthesia. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields: b5, d10 (added serial number), h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed; however, the front panel was found to be damaged and not working. Based on the results of the investigation, it it likely that the front panel failure was the cause of the inoperable front panel; however, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.

Event description:
The intended diagnostic hysteroscopy procedure was completed using a similar device.